Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 2 mm on the non-coronary cusp and 4 mm on the left coronary cusp. Upon removal of the delivery catheter system (dcs), the nose cone caught on the frame of the valve and caused it to dislodge. As a result, the valve was at -2 mm on the non-coronary cusp and 0 mm on the left coronary cusp and severe paravalvular leak (pvl) was noted. Subsequently, a second valve was implanted and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). System related product: corevalve delivery catheter system.

Manufacturer narrative:
Additional information was obtained with the patient information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.